Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device logs found multiple occurrences of airway pressure sensing failure - 1052. However, the device was put through extensive testing including bench handling and full functional stress testing using known good test accessories without duplicating a malfunction to the device. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. It's important to mention this type of fault can occur from an occlusion in the breathing circuit. The breathing circuit used during the time of the event was not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052." Message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.